Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
This report is to advise of an event observed during analysis. Final analysis found medical adhesive in the atrial setscrew and connector block, which could have contributed to the reported setscrew anomaly. Reliability laboratory technician. St. Jude medical (B)(4) reliability laboratory.